Event description:
The customer indicated that they observed an exposed copper wire in the probe handling area of the ortho provue analyzer. An exposed or broken wire may have the remote potential for electrical shock or fire. No harm was reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe replaced the ground wire for the probe handler. The ground wire is in place to comply with ul requirements in case of electrical fault. Replacement of the necessary component has returned the analyzer to expected operation. The root cause for the damaged wire is unknown.